Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a communication issue between system controller and system monitor due to a bent white power cable was not confirmed. The hm3 system controller, serial (B)(6) , was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section-¿alarms and troubleshooting¿ and heartmate iii patient handbook section-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. Heartmate ii instructions for use section entitled ¿equipment storage and care¿ and heartmate ii patient handbook section entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a visible bend on their white lead of the system controller. When connected to the white cable data intermittently transmitted to the system monitor, and when the bend was straightened data transmitted fully. There were no ventricular assist device (vad) alarms and the patient reported no concern at home while connected to the mobile power unit (mpu). Technical services reviewed the (B)(6) and recommended that the system controller be exchanged because of the bend in the white lead.